Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient got the implant for bladder control but also had quite a bit of bowel issues. Patient representative said patient has had diarrhea since before the implant but only recently started having constipation. The patient representative said they didn't know if the constipation was from the interstim device or from the patient's medications. The patient representative also reported that they thought the implant had migrated, patient representative didn't know when the patient told them this. Patient representative said implant looks like it was midway between the flank and the spine but wasn't with the patient at the time of the call. Patient representative said they might call back with patient and equipment for assistance checking the implant battery status. The patient's managing physician said they didn't know much about the interstim device but told patient representative they could request a manufacturer representative's (rep) assistance. The agent reviewed role of rep and emailed rep. The patient representative said the patient had a stroke 20 years ago so they took what the patient told them with a grain of salt. The patient representative gave medical history that patient was paralyzed on their right side, lives in assisted living and has had surgery for kidney stones.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.